Manufacturer narrative:
Report date: 06feb2019. Date rec'd by MFR: 05feb2019. Information was received that the customer replaced the air flow module to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. The customer troubleshot with technical support. The customer was advised to replace air/oxygen flow sensor assembly to address the issue and was provided with part number and price. No parts were returned to philips for analysis, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator was failing the oxygen accuracy and delivery tests. There was no patient involvement. The event date was not specified; estimate used.